Manufacturer narrative:
This lead remains implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead displayed, high threshold measurements with some oversensing of noise causing inappropriate stored electrogram (egm) episodes in the device. There was no noise found with pocket manipulation. Impedance measurements were reportedly stable. Approximately two and one half years later, this rv lead exhibited out-of-range (oor) low pace impedance measurements along with noise and oversensing. The physician opted to surgically abandoned the lead during an upgrade device procedure (single chamber pacemaker to dual chamber pacemaker). No adverse patient effects were reported during the procedure.